Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, maintenance of the implanted port using a safety type port needle, puncture and then flush the tubing found to be leaking at the extension tubing, remove and replace with a new port needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 20 ga x 0.75 in powerloc infusion set was returned for evaluation. An initial visual observation revealed use residue on the sample. The safety mechanism was observed to be engaged. A functional test of flushing/pressurizing the device with water using a 12ml syringe was performed. A leak was observed between the tubing and needle housing connection. A microscopic observation revealed what appeared to be a small gap in the adhesive fillet between the tubing and housing connection. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.